Event description:
The consumer reported that the patient had bladder infections or urinary tract infections (utis). The patient always had utis prior to implant, but it had gradually gotten worse. The patient was in the hospital on (B)(6) 2016 for uti and was put on IV antibiotics. They were going to do an MRI to see what was causing the uti and the patient didn't know if the MRI was related to their device or therapy. They did a CT scan on (B)(6) 2016. The circumstance that led to the utis was that the patient just felt like it wasn't helping any more. The utis had not been resolved at all. The hcp didn't know why the patient had so many infections and they were at the point where there were only so many medications didn't work. The step taken to resolve the utis was that the patient usually ended up in the hospital on ivs. The patient was thinking about having the device removed and the hcp said it would be 4 to 6 weeks before they could do anything. The patient knew they still had time to change their mind. One thing they thought they could do was an MRI and see if it showed why they had so many infections and the patient couldn't have the device if they got an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.